Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient underwent a gynecological procedure on (B)(6) 2009 and the lynx suprapubic mid urethral sling system was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced symptomatic uterine prolapse, uterosacral ligament plication, recurrent cystocele, and genuine female stress urinary incontinence.

Event description:
It was reported that following insertion, the patient experienced symptomatic uterine prolapse, uterosacral ligament plication, recurrent cystocele, and genuine female stress urinary incontinence.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, & dyspareunia. It was reported that the patient underwent mesh revision/removal on (B)(6) 2009 concurrently with hysterectomy and placement of the new perigee/lynx sling. (B)(4) ¿ urinary problems.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.